Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The stent came off the balloon upon entry into the hub of the sheath.

Manufacturer narrative:
Engineering analysis: the investigation into the reason for the complaint is difficult because the stent delivery system was not returned so this evaluation could not be performed. During the final lot qualification data shows that all 59 test samples were able to pass through the 6fr introducer sheath without issue. Since december of 2013 over 36,000 test units have been passed through the introducer sheath during the quality performance inspection process without a failure for the inability of the stent to pass through the introducer sheath. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all 59 quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing related to the stent. All stents were firmly crimped on to the balloon and no stents were dislodged while being passed through the introducer sheath. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the device and or lot of stent delivery systems in question.